Event description:
This event was reported as fungal endocarditis, source unk. Pseudoaneurysm of ascending aorta. The pt was very ill pre and post-op and was re-hospitalized a few times prior to the reoperation due to strokes, emboli and fever. Fungal vegetations within the valve had prolapsed into the aorta. No further info was provided.